Manufacturer narrative:
Evaluation summary: no material was returned for evaluation. The log file review showed no system messages or other abnormalities. The logfile showed no treatment with the provided refraction value for sphere -1.25. But according to the provided order number of the patient on that day the reported treatment must be the first treatment of left eye on that day. The log file showed that the first left eye treatment on that day was performed with sphere -1.50, that is, the user entered a higher correction value than planned. Documentation review showed: change of corneal power preoperative 43,75d to 42,00d postoperative (3 months). Following a mild myopia treatment of -1,25d the expected corneal power was approximately 42,75d, that is, 0.75 d away from the achieved real value. The patient age with expected presbyopia might have a connection with the complained outcome. The system history showed that the laser was verified successfully prior and after the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on manufacturer acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. Potential contributing factors were: selected correction value was higher than planned correction and expected presbyopia.

Event description:
A healthcare professional reported bad results of the procedure in a patient's left eye. Customer reported overcorrection after three months. This is one of seven reports being filed for this patient. This report is for patient 9 left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).